Manufacturer narrative:
The investigation for the reported issue has been completed. The logs are consistent with the complaint reported, and another failure mode was discovered. The patient case started on march 23 late at night. An impella 5.5 pump was implemented without issue for 14 hours until noon the next day. Suddenly, a ¿placement signal not reliable" alarm presented, with an invalid raw optical placement signal as real time logs shown. One minute after the placement signal alarm, the console recognized a running pump disconnection. Due to the mechanism/criteria of the pump disconnection, it was likely due to a partially disconnected pump connector at the automated impella controller (aic) blue receptacle, causing an unreliable placement signal. This pump was likely fully electrically disconnected moments later. Later, the pump was pushed fully in, and the console recognized the pump connection. Once the pump eeprom was read, the ¿pump running time¿ parameter was not updated/read correctly. The pump was able to run for almost another hour until the similar ¿running pump disconnection¿ condition occurred with the same invalid placement signal. Afterwards, the pump was reconnected. However, this time the same pump was unable to successfully read the eeprom flow characteristic curves 2 even with 3 retries. Simultaneously, the console¿s software (sw) processes stopped heartbeat, which triggered a build-in remedy to perform a sw restart on the console with a ¿core dump¿ information in logs upon next boot up. Although, the console rebooted without issue, eeprom reading for calibration data of the pump repeatedly failed until the console was exchanged for a backup. The console was received for investigation and repair. The console was tested with a known good pump for at least 300 power cycles of impella 5.5 pump connection and disconnection with usage data updated for each cycle. However, no eeprom writing or reading issue was reproduced during testing. The reported failure mode ¿ unexpected console reboot was due to a sw restart to mitigate the sw processes crash. The root cause of eeprom reading issue was unable to be determined due to unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller console had a blank screen. A new console was used to address the issue. No patient was involved.